Manufacturer narrative:
Additional information: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing, including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of ultra set disposable disconnect y-sets experienced a connection issue. During an unspecified process step while in patient use, it was discovered that the piece that turns and locks the set into place keeps turning and would not completely tighten. There was no patient injury or medical intervention associated with this event. No additional information is available.